Manufacturer narrative:
Investigation summary: four photos and one actual sample with open packaging were received by our quality team for evaluation. From the photos and the sample, the team observed a cloudy bottom web. No abnormality on the sealing portion was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The possible root cause could be due to an incoming material issue. The team has engaged with the incoming quality department on this complaint and the supplier investigation has been issued to the perform an investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 7001 bd eccentric tip syringes with the bd precisionglide¿ needle had discolored bottom webs on their blister packaging. The following information was provided by the initial reporter: "the whole materialization and blackening of the outer packaging of the empty needle. Incident occur: before use" via bd investigation: "four photos and one actual sample with open packaging were received by our quality team for evaluation. From the photos and the sample, the team observed a cloudy bottom web. No abnormality on the sealing portion was observed."